Manufacturer narrative:
Insulin pump received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a solid white display. Customer's spouse called back after receiving a replacement battery cap. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.